Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Pt was implanted with a 3.5mm cortex screw on an unk date for a syndesmotic tendon repair. Post operatively, pt complained of pain and was returned to the operating room for removal. The head of the screw was removed and the shaft of the screw was left in. Surgeon indicated he believed the pt walked on it when he was told not to weight-bear.